Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Upon deployment of the aortic body stent graft, the polymer syringe emptied and the patient experienced transient hypotension. The hypotension was treated in accordance with the IFU and the patient was stabilized intra-operatively. The aneurysm was successfully excluded at the conclusion of the implant procedure. As of the date of this report, there have been no additional patient sequelae reported.